Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with painful degenerative disk disease at l4-l5 and l5-s1 and underwent the following procedures: bilateral l5-s1 hemi-laminectommies. L4-s1 pedicle screw instrumentation bilateral posterolateral fusion l4-l5 and l5-s1 using local autologous bone and 15 ml allograft bone paste and large bmp kit. Intra-operative fluoroscopy. As per-op notes, "bone from the laminectomy and also from the reduction of the facets and harvesting from the lamina was mixed with 15ml of allograft bone paste. One half of a large bmp kit was then placed from l4 to s1 on either side. The bone grafting material was divided in half and placed over the bmp and compressed using finger pressure." No patient complications were reported. On (B)(6) 2010: the patient was discharged. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.